Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).

Event description:
It was reported that the pump seemed to be sitting ¿kind of cockeyed¿ on the patient¿s left side and at times the patient could put their thumb in and feel the back of the pump. It was noted that the pump had ¿been functioning fine.¿